Manufacturer narrative:
The device has not been returned at this time to the manufacturer for evaluation. A lot history review (lhr) of rebz0077 showed two other similar product complaint(s) from this lot number. The complaints for this lot number (rebz0077) have been reported from the same facility in (B)(6).

Event description:
It was reported that water leakage occured between the catheter and the white connector, and the catheter was disconnected from the white connector. On 2018-12-28, sale rep feedback: when the patient returned to the hospital for chemotherapy to maintain the catheter after discharge, the nurse found the leakage at the extension catheter when flushing the catheter.